Event description:
It was reported that during a lap roux-en-y procedure, on the second and third firing, the cartridges fell out into the patient. They were retrieved. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/6/2006. H4, 6: info anticipated, but unavailable at this time.